Manufacturer narrative:
Customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter was placed to treating a hemorrhage during a cesarean section. 400 milliliters of saline was injected into the balloon, and the uterine incision was closed. During postoperative observation, a large amount of fluid was found flowing out of the vaginal opening, and the marking line was shifted downward on the abdomen. An ultrasound was conducted, noting that there was no fluid in the balloon. The drainage catheter was cut, and the balloon was removed with hemostats. A new device was placed to stop the bleeding. The leaking balloon was not exposed to any metal tools before or during use. 650 milliliters of blood was lost prior to placement of the balloon and the patient "did not bleed much" after the leak as it was noted promptly and replaced. The patient was discharged smoothly and in "stable condition." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information received 17nov2022. The balloon was placed approximately 2 minutes after delivery and was indwelling for approximately 40 minutes.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, a bakri tamponade balloon catheter was placed to treat a hemorrhage during a cesarean section. The device was placed approximately 2 minutes after delivery. 400 milliliters of saline was injected into the balloon, and the uterine incision was closed. During postoperative observation, a large amount of fluid was found flowing out of the vaginal opening, and the marking line was shifted downward on the abdomen. An ultrasound was conducted, noting that there was no fluid in the balloon. The drainage catheter was cut, and the balloon was removed with hemostats. The device was indwelling for approximately 40 minutes. A new device was placed to stop the bleeding. The leaking balloon was not exposed to any metal tools before or during use. 650 milliliters of blood was lost prior to placement of the balloon and the patient "did not bleed much" after the leak as it was noted promptly and replaced. The patient was discharged smoothly and in "stable condition." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use (IFU), and quality control procedures. One bakri tamponade balloon catheter was returned for investigation. Inspection of the returned device noted: the balloon was separated from the tubing. A large tear was visible along the length of the balloon. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.